Event description:
Customer alleged an icon was missing from the display of the advantage system. Customer reportedly discovered the display issue when she called the MFR. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.